Manufacturer narrative:
Following our receipt of the one returned opened/used sensor and performed visual inspected and found sensor with contact pad damage (cracks)causing electrical interruption in the sensor circuit also found blood at the contact pad. Unable to continue with functional testing due to sensor being damage. In summary, the customer complaint of sensor glucose vs. Blood glucose event could not be confirmed due to sensor being damage, when the contact pad damage (circuit trace) is cripple(bent), the gold layer will ¿cracked ¿causing (open trace) electrical interruption in the sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. No harm requiring medical intervention was reported. Mmt-7040a was requested and customer response was the device will be returned. The customer will discontinue using the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.